Manufacturer narrative:
(B)(4). Product has not been returned for eval. Upon return of the product a eval will be completed.

Event description:
Per form submitted to bfarm by the customer: in relation to our reactions to the MFR's recall, (B)(4) it has been determined that the pt's catheter is fractured. Explanation of the port chamber and removal of the catheter located in the left lung artery from the vessel are carried out w/o complications. Catheter migrated and was removed from the lung artery. Add'l procedure: removal of the catheter / explanation. Removal of catheter w/o complications.